Manufacturer narrative:
Information is unavailable, device was not returned for evaluation.

Event description:
It was reported that during a tah, a 4cm piece of the device was found adhered to the uterine wall. The patient had undergone a diagnostic laparoscopy in 2005. There were no reported adverse effects from either surgery. The hysterectomy was unrelated to the piece of pouch on the uterus.